Event description:
It was reported that the patient had acute post-operative pain and anemia. The patient's hemoglobin dropped to less than 13.0 following implantation. The patient was agitated and delirious with acute hypoxic/hypercapnic respiratory failure. An acute interstitial pulmonary edema was noted on the chest x-ray. The patient had lactic acidosis. Extubation after left ventricular assist device (lvad) implantation was delayed until (B)(6) 2022. The patient had hyperkalemia of 5.2. Spirnolactone was held and reduced to 12.5 mg. It was noted that the patient had mottling and coolness of bilateral lower extremities.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events cannot be conclusively determined through this investigation. The patient¿s ailments were all marked as resolved by (B)(6) 2022 and the patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists bleeding, respiratory failure, and psychiatric episode as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists psychosocial issues as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications no further information was provided. The manufacturer is closing the file on this event.